Manufacturer narrative:
Concomitant products: (2)2200-0500; 30822; 20062e, (2) 500ml baxter bag; (2) baxter burette set; (5) non bd extension set; (2) 10ml bd syringe. The customer requested a device evaluation for the period between 0700 and 1000 on (B)(6) 2017. The pcu event log shows that at 6:40 am on (B)(6) 2017, pump module s/n (B)(4) (unit b) was in use and infusing tpn ¿ nicu at 5ml/hr which continued until 10:02 am when the device was channeled off. The only alarm for this module during this period was for a patient side occlusion alarm at 8:24 am. The pcu event log shows that at 6:40 am on (B)(6) 2017, pump module s/n (B)(4) (unit c) was in use and infusing ivf at 1ml/hr which continued until 10:02 am when the device was channeled off. There were no alarms or errors for this module during this period. Functional testing of the returned pump modules shows that both devices were able to detect and alarm for a single air bolus at the customer's 50 ul setting as well as alarm for accumulated air. There were no anomalies observed with the returned primary sets and there were no leaks observed from either set. There were also two concomitant syringe modules in use during the reported time frame. Syringe modules cannot detect air in line. There were no alarms or errors on either syringe module for the review period requested. The root cause of the reported event could not be determined.

Event description:
The medications infusing were infant tpn 120 ml at 5 ml/hr, lipids 20%, an unspecified medication in a syringe, and sodium acetate containing heparin 125 units at 1 ml/hr.

Manufacturer narrative:
Concomitant medical products: (2)syringe tubing; (2)primary tubing. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an echocardiogram was performed, air was noted in the heart, and following the echocardiogram, the patient coded and died. Four modules were in use at the time of the event. Tpn, lipids, an unspecified medication in a syringe, and sodium acetate were infusing. There was no indication of air in the IV tubing. The customer does not allege a device issue caused the patient demise. An evaluation of the devices and administration sets was requested.